Event description:
It was reported the device exhibited a motor rate error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed no exterior damages. Review of the event history log (ehl) showed no alarms related to the reported issue. An occlusion test was performed as part of the functional testing. The reported issue was not duplicated. The probable cause of the motor rate error was undetermined. The debris from the worm coupling was cleaned, greased, calibrated, and passed all functional test. The worm coupling tip, leadscrew, clutch spring and right and left clutch halves were replaced as a preventive action. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date., corrected data: h6: health effects - clinical signs and symptoms or conditions, health effects - health impact.